Manufacturer narrative:
This device was surgically abandoned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an exit block was noted as well as noise, high pacing thresholds and an increase in pace impedance measurements when it comes to this right atrial lead. An x-ray revealed insulation damage, thus a revision took place and this lead was surgically abandoned and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
This device was surgically abandoned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an exit block was noted as well as noise, high pacing thresholds and an increase in pace impedance measurements when it comes to this right atrial lead. An x-ray revealed insulation damage, thus a revision took place and this lead was surgically abandoned and will not be returned. No adverse patient effects were reported.